Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that 2 weeks after having the implant he said "this is not good" so he contacted hcp who contacted a manufacturer representative. The manufacturer representative had the patient increase stimulation from 1 to 2. The patient reported only getting up once to at night, which was improved from his voiding 14 times to 8, leakage went from 11 to 3 and pad changes decreased. The patient reported on monday he was getting a 50% reduction in his symptoms. On wednesday the patient had a return of symptoms. The patient called back it was reviewed how to sync to implant and how to increase stimulation. The patient was able to increase stimulation and sync. The patient is implanted for gastrointestinal/pelvic floor. Additional information was received from a patient. It was reported the patient had first started experiencing the return of symptoms the night of (B)(6), when they were awakened four times to void. Many times from (B)(6), the patient had been awakened three times per night (twice) and four times per night (five times). Before the surgery they had been told not to change the program for two weeks after surgery. The patient noted the device wasn't helping. When asked if their return of symptoms had been resolved the patient responded "I hope so".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.